Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the scroll compressor to remedy the issue. The iabp unit passed all calibration, functional and safety tests performed; and was returned to the customer and cleared for clinical use. (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a "iabp may require maintenance" alarm and power-up fault code # 14. The iabp passed the drive regulator calibration and the compressor output test. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.